Manufacturer narrative:
Block h6: imdrf device code a0510 captures the reportable event of carrier failure to retract. Block h11: with all the available information, bsc concludes that the reported device carrier retraction problem and carrier failure to extend were defined in the risk documentation. The device was not returned for evaluation, therefore a product analysis could not be performed. A DHR review confirmed that the devices met all material, assembly, and performance specifications. A review was completed and confirmed that the event of carrier retraction problem and carrier failure to extend were defined in the risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of caused not established was assigned, as the investigation findings do not clearly confirm the presence or absence of the reported problem with the device.

Event description:
It was reported that a capio slim was used for a uterovaginal prolapse procedure. During procedure, the capio carrier reportedly failed to fully deploy and retract, resulting in the needle becoming lodged halfway. The procedure was completed using another capio slim device and no patient complications were reported.